Manufacturer narrative:
Final analysis of lead model # 3093-28 showed no anomaly found. Final analysis of lead introducer model # 355018 showed stim needle introducer sheath damaged.

Event description:
It was reported that this reporter was at a case late last night on (B)(6) 2014. The doctor was putting introducer into foramen. As the doctor was positioning introducer and put lead in and got tight went to pull out the introducer and the tip of the introducer was cut off by a sharp bone in patient. This reporter was guessing about 2cm left in patient. The doctor thought the product got stuck in the foramen. They then used the other side for the lead placement and all was fine. They were able to complete the full implant. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information received noted that part of lead introducer came off in patient's foramen while inserting lead. It appeared to shear off on bone while being deployed. A new lead was placed in the opposite foramen that the introducer tip malfunctioned in. Regarding was there a 50% or greater symptom reduction, it was noted: yes, patient was doing quite well and able to void more often and on a voluntary basis. The patient was receiving effective therapy.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-28, lot# va0gd24, implanted: (B)(6) 2014, product type: lead. Product ID: 355018, lot# w60138, product type: accessory. (B)(4). This device is included in the medical device correction, "unretrieved device fragments models 3093 and 3889 interstim tined leads", educational brief/physician communication ((B)(4) 2010).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.